Event description:
It was reported that a pt's skin had contact with protective underwear during an mr scan due to a lack of proper padding. The pt sustained small blisters covering an area approx one inch in diameter.